Event description:
Boston scientific (bsc) crm received information that this patient's dextrus atrial lead required several repositionings as it would not stay in place. Therefore, the lead was removed from service and replaced with a fineline lead. One day following this replacement procedure, the dextrus ventricular lead was exhibiting loss of capture and was found to be dislodged. Therefore, this lead was also removed from service and replaced with a fineline lead. The physician stated that he likes the dextrus lead and is wondering why this happened.